Manufacturer narrative:
(B)(4). The processing bag and attached tubing were returned for investigation. Upon visual inspection, a twist was noted in the tube between the processing bag and the bottom of the ceramic seal. On testing, the ceramic seal did not rotate. Conclusion: the rotating seal seized and failed to rotate. This could lead to shearing of the stem on the processing bag. The root cause could not be determined.

Event description:
Reportedly, while processing a bone marrow to harvest mononuclear cells, there was an odd noise coming from the revolving valve (ceramic rotating seal) at approx 4.5 mins into an 8 min (2700 rpm) spin. This was the second spin for the set and nothing was noted up to this point. The first spin had been 8 mins at 2700 rpm. The operator decided to terminate the spin at 4.6 mins and to super out the buffy coat. The buffy coat was administered to the recipient in two infusion episodes on consecutive days. The recipient was given extra hydration due to the high red cell content of the buffy coat. This report is being submitted due to the potential for injury from loss of cells and medical intervention.